Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: the device was received for evaluation in unused condition with original coiling position inside an open pouch. A visual inspection, with the naked eye, was performed which observed the blue pull ring cap was inside the open pouch. There was no evidence of damage to the cap and patient connector. The reported condition was verified. The cause of the condition could not be determined; however, loose caps can occur if the cap was not properly aligned and seated onto the patient connector during the automated assembly process. In addition, patient line caps may become dislodged during the shipping and handling process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap on the patient line of a homechoice cassette was loose and fell off. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.